Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with the yankauer. The customer reported when checking the equipment prior to surgery, the product was put on the operating room bed and the tip broke off. No pt involvement.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is underway. Upon completion, the results will be forwarded.